Manufacturer narrative:
(B)(4). Based on the investigation the cause most likely was a bad solvent bonded joint. Operation's performed. Tests to try to duplicate the error but was unable to.

Manufacturer narrative:
On (B)(6) 2015 10:11 am (gmt-4:00) added by (B)(6) ((B)(4)): the device has not yet been returned to maquet for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.

Event description:
Reported a leak at the junction of a male luer lock connection and pigtail tubing. This pack was used on in conjunction with a patient support and the pigtail that (B)(4) is returning has been exposed to blood. (B)(4) is not reporting any patient complications. Label picture provided.